Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific rec'd info that this lead was part of a system revision due to migration. It was noted that the pt had lost significant weight, causing of the leads to protrude to the surface of the skin and appear as a bump. It was noted that there was no evidence of infection or erosion, and the lead had not broken through the skin. The pocket was revised and the system was repositioned with no adverse pt effects were reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.